Event description:
The customer stated that he performed control tests using a new bottle of strips and received results of 286 and 296 mg/dl. While troubleshooting, he performed 2 more control tests and received a result of 297 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.